Event description:
A report was received that the pt developed a blood clot following a paddle lead implant procedure. The pt's symptoms were epidural swelling and inability to move their legs. Once the paddle lead was removed the paralysis was resolved and the pt is doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.